Manufacturer narrative:
The account replaced the siderail center arm to resolve the issue with this bed.

Event description:
Info received indicates the center arm on the right head siderail is damaged and the rail will not lock in the up position.